Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus element plus, mr, ous 2.50 x 28 mm stent delivery system was returned for analysis. A visual and microscopic examination of the stent found evidence of damage, with the sixth and seventh distal struts lifted and pulled distally. The undamaged stent outer diameter was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip found evidence of tip damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. During introduction, while outside the patient, it was noted that the 2.50x28mm promus element plus drug-eluting stent was ruptured. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. During introduction, while outside the patient, it was noted that the 2.50 x 28mm promus element plus drug-eluting stent was ruptured. The procedure was completed with another of the same device. There were no patient complications reported.